Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Initial information received via implant registration cards indicated that an onxm-25 ((B)(4)) was implanted then explanted and replaced with an onxae-21 ((B)(4)) in the mitral position. Additional information received indicated patient died on (B)(6) 2016. Note: this investigation is relegated to the onxae-21 ((B)(4)). Additional information was received via operative notes. The onxm-25 was placed in the mitral position but was excised after bleeding was noted after removal of bypass, an av disruption was noted. An onxae-21 was attempted to be placed in the mitral position but would not fit, sutures were removed and a 21mm perimount magna bovine pericardial valve was utilized. After removal of crossclamp "the patients initial rhythm was ventricular tachycardia and defibrillation was required. The patient was weaned from cardiopulmonary bypass on dobutamine , levophed, vasopressin drips. After weaning from bypass,the patient's heparinization was reversed with protamine and he was decannulated. Prbc, ffp and platelets were transfused. The cannulation sites atriotomies were inspected and noted to be hemostatic. There was still some posterior and inferior bleeding, and that could have been from the av disruption. The patient developed acute right ventricular failure. A left femoral arterial line was placed. The blood was dark and the blood pressure was very low. Intraaortic balloon pump placement was planned. The wire was never visualized in the aorta by tee. There was some question about whether the wire was going down the leg rather than superiorly toward the aortic arch. I did not was to deploy an intraaortic balloon pump in the leg arteries. Since we could not identify the wire in the descending aorta, I removed the left femoral arterial line. Before another line could be placed the patient's rv failure was complete with no wall motion on tee. There was also significant lv dysfunction. The patient expired at 2033 hours."

Manufacturer narrative:
This investigation is relegated to the onxae-21 (sn (B)(4)). The onxm-25 is investigated in a separate complaint. The manufacturing records for the onxae-21, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Implant of an onxae-21, sn (B)(4), was attempted on (B)(6) 2016 in the mitral position after failed attempts to place an onxm-25. However, the onxae-21 could not be fitted into the mitral annulus. The initial indication for procedure was severe symptomatic mitral valve regurgitation (mr) with lvef 50-55% on tee. The initial attempts to revise/repair the native mitral valve via annuloplasty ring were unsuccessful and the decision was made to implant the onxm-25. The patient was weaned from bypass however "significant bleeding was noted" and required placement again on bypass. "There was a significant amount of strandy clot posterior and inferior to the heart. A site of bleeding could not be identified, but there was some inferior epicardial hematoma." "The atriotomies were opened. The on-x valve was excised. After removing the p2 and p3 leaflets the av disruption was visualized." The av disruption was repaired via bovine pericardial patch and the annulus was sized. An attempt was made to place an onxae-21 (off-label) into the mitral annulus but it "did not fit despite attempts to do so." A 21 mm perimount magna bovine pericardial valve was implanted, "the valve was seated in place with some challenges, especially having the posts in proper position without sutures around them compromising leaflet excursion." After aortic crossclamp removal the patient experience ventricular tachycardia and required defibrillation. Complications ensued after weaning from bypass and the patient developed acute right ventricular failure. Attempts to place aabp were unsuccessful. "Before another line could be placed the patient's rv failure was complete with no wall motion on tee. There was also significant lv dysfunction. The patient expired at 2033 hours." The root cause for the patient death was cardiac arrest secondary to complications (av disruption, dysrhythmias) occurring intraoperatively. Based on the available information, it is not possible to determine a cause for the av disruption which resulted in persistent bleeding. The role the on-x valve played, if any, in the reported events cannot be determined. It is likely that the initial attempt to repair and revise the native mitral valve contributed to development of the av disruption. Although considered off-label use by the on-x prosthetic heart valve instructions for use (IFU), the attempted placement of an onxae-21 into the mitral position was chosen by the surgeon under emergent conditions and was ultimately not employed. The IFU lists heart failure, cardiac arrhythmia, hemorrhage, and death as potential complications. However, these complications are not unique to the on-x valve and are associated with implant of all cardiac valves. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
Initial information received via implant registration cards indicated that an onxm-25 ((B)(4)) was implanted then explanted and replaced with an onxae-21 ((B)(4)) in the mitral position. Records indicated that the patient died on (B)(6) 2016. Additional information was received via operative notes. The onxm-25 was placed in the mitral position but was excised after bleeding was noted after removal of bypass, an av [atrioventricular] disruption was noted. An onxae-21 was attempted to be placed in the mitral position but would not fit, sutures were removed and a 21mm perimount magna bovine pericardial valve was utilized. After removal of crossclamp "the patients initial rhythm was ventricular tachycardia and defibrillation was required. The patient was weaned from cardiopulmonary bypass on dobutamine, levophed, vasopressin drips. After weaning from bypass,the patient's heparinization was reversed with protamine and he was decannulated. Prbc [packed red blood cells], ffp [fresh frozen plazma] and platelets were transfused. The cannulation sites atriotomies were inspected and noted to be hemostatic. There was still some posterior and inferior bleeding, and that could have been from the av disruption. The patient developed acute right ventricular failure. A left femoral arterial line was placed. The blood was dark and the blood pressure was very low. Intraaortic balloon pump placement was planned. The wire was never visualized in the aorta by tee [transesophageal echocardiogram]. There was some question about whether the wire was going down the leg rather than superiorly toward the aortic arch. I did not was to deploy an intraaortic balloon pump in the leg arteries. Since we could not identify the wire in the descending aorta, I removed the left femoral arterial line. Before another line could be placed the patient's rv [right ventricular] failure was complete with no wall motion on tee. There was also significant lv [left ventricular] dysfunction. The patient expired at 2033 hours." Note: this investigation is relegated to the onxae-21 ((B)(4)).